Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that the pump is not working since having high blood glucose. The customer was taking manual injections and blood glucose go down but not while on pump. Patient's blood glucose at time of incident was 505 mg/dl. Patient's current blood glucose was 116 mg/dl. Customer states the drive support cap appears normal. The pump passed high pressure test. The insulin pump will not be returned for analysis.